Manufacturer narrative:
Pneumothorax is a known short-term complication of bronchoscopy when lung biopsy is performed. Though the clinician was able to perform the procedure successfully and no device malfunction reported, because pneumothorax occurred during the procedure, we are filing this adverse event. The device was not returned for evaluation.

Event description:
According to the reporter the patient had a bronchoscopy and pneumothorax occured during the procedure. The physician was able to complete the procedure successfully. The patient received a chest tube and was hospitalized overnight. The physician saw the patient two days later and he was without complaints.